Event description:
On 11/08/2023, it was reported by a sales representative via sems (B)(4) that an ar-8550rfoe retractable flushcut¿ burr broke. This occurred during a case where the burrs were switched out to complete the case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically, the application of excessive side loading forces. The complaint allegation was confirmed based on the customer¿s attached picture, which shows the ar-8550rfoe with the inside shaft tip broken off at the weld.